Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when the stent delivery system (sds) was hooked up to the indeflator three attempts were made to apply negative pressure to the device while in the guiding catheter; however, bubbling occurred. A new sds was used with the same indeflator without issue. No adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for leaks from this lot. Based on the reviewed information, no product deficiency was identified.